Event description:
Complainant alleged that the physician was attempting to defibrillate a female patient (age unknown.) The physician successfully administered one shock at 200 joules. He then attempted to charge the device to 360 joules, but received a "cannot discharge" message on the device screen and he was unable to shock the patient. The physician then attended to the patient, and when he returned to the device, it was charged and ready for defibrillation. The physician then successfully delivered a 360 joule shock to the patient.the patient survived the reported event.

Manufacturer narrative:
The reported message ws not able to be duplicated by the zoll technical svc dept. During testing, a potentiometer on the device's digital board was found to be out of specification. This would not have caused or contributed to the reported malfunction. After adjustment of the potentiometer, the device met performance specifications.